Event description:
The customer obtained higher than expected results for unconjugated estriol on 46 patients' samples. A) the results were generated from the same reagent pack serial number. The specimens were re-tested on a new reagent pack and all recovered lower results, which were outside insert precision claims. The results were not reported out of the lab. No customer data was supplied to date. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was performed at the start of the day in 2009 and recovered within limits. Archive file did not contain qc data, so bci was unable to determine if qc was run on the reagent pack in question. No result flags occurred in relation to the patient's results. Service was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.